Event description:
Customer called to report customer was hospitalized with low bgs. Customer was given two shots of glucagon at the scene to treat the low bgs. Troubleshooting was performed. Unit tested ok. It was stated the reservoir's door was open, but not damaged or loose. Device was not dropped, bumped, or exposed to moisture.